Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer explained that the night prior the reservoir was jammed and he subsequently experienced the high blood glucose. The customer stated that two of his reservoirs were jammed and that he resolved the issue by changing the reservoir again. The customer's blood glucose was 400 mg/dl. The customer declined troubleshooting. The customer did not receive a no delivery alarm. The customer was advised to call at the time of the issue in order to troubleshoot the issue. The customer agreed to return the two reservoirs for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.